Event description:
Info received indicates the siderail is not staying up.

Manufacturer narrative:
The technician found the siderail end tube was broken. He replaced the end tube to repair the stretcher.